Event description:
It was reported that during service and evaluation, it was determined that the battery reamer/drill device had a sticky trigger, the electrical control unit (ecu) was damaged ¿ would not run, the motor was damaged ¿ would not run, the bearing was worn, the gear was worn, and there was fluid ingress. It was further determined that the device failed pretest for check for sticky triggers, check the function of the device, check power with power test bench, and mode switch-test. It was noted in the service order that prior to an unspecified surgical procedure the device had an undetermined malfunction. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.